Manufacturer narrative:
Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The connector was detached from the breathing bag. The root cause of the reported issue was found to be detached from the breathing bag due tape connection is missing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that immediately after opening the package, the customer noticed the connector was detached from the breathing bag. No patient injury was reported.